Event description:
(B) (4). Same case as 2134265-2010-00124. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The 99% stenosed target lesion being treated was located in the mid right coronary artery (rca) with a lesion length of 26.0mm and a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation with an apex flex monorail, and a maverick2 monorail balloon and placement of a 3.0 x 32mm study stent and post-dilatation with 0% residual stenosis. It was noted by the core lab that the "spiral d dissection" occurred after predilatation and was covered with the stent. The final result was "good". The patient was discharged that day on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.